Event description:
Customer reported her insulin pump just died. She has been traveling a lot. She changed the battery a few times, but the issue persists. Customer's blood glucose is 85 mg/dl. Customer did not receive a low battery alert prior to shutting down. The battery was new. The device was not bumped or dropped. This is the second time the device has shut down without a low battery alert. Customer has passed through a few body scanners at airports. Customer was advised the device needs to be replaced. Nothing further reported.

Manufacturer narrative:
Device was programmed and monitored for a day with no blank display noted. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. Device passed self test. Unable to prime during prime test due to faulty force sensor receptors. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Device had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).